Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronics assembly. The device was unable to verify the unresponsive buttons due to blank display. However, corrosion was present at the keypad traces. The insulin pump was received with corroded motor home switch and minor scratches on the lcd window.

Event description:
Customer reported via phone call keypad anomaly, blank display and moisture damage on the insulin pump. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was exposed to water by accidentally being placed into the clothes washer. Customer advised the display screen had moisture inside. Customer advised the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer advised the screen counted down and when they pressed the act button the device did not accept it. Customer advised the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.